Event description:
It was reported that a customer received a blank display screen on their insulin pump. The pt's blood glucose level was 10.2 mmol/l. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with the issue and was informed that the pump needed new battery cap. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. No further info was provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-tim veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).